Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the device had moved toward their spine about an inch and a half. They turned stimulation off because it was bothering them. Their hcp had retired and they were requesting physician listings because they wanted to see someone about having it removed.